Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Medical records received and evaluation: a review of all available medical records was completed by a clinical consultant. The clinician could not confirm the event, medical records, clinical history and progress notes are needed to further investigate device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, further x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient was dislocating due to abductors avulsing from greater troch. Revised 46 mm cup in order to implant a 52 mm cup that would accept a constrained liner. Implanted a 52mm trident hemispherical multihole cup with a 6.5mm x 50mm screw and a 6.5 x 20mm screw, a trident 0 degree e constrained liner and a 22mm + 5 head.

Event description:
It was reported that the patient was dislocating due to abductors avulsing from greater troch. Revised 46 mm cup in order to implant a 52 mm cup that would accept a constrained liner. Implanted a 52mm trident hemispherical multihole cup with a 6.5mm x 50mm screw and a 6.5 x 20mm screw, a trident 0 degree e constrained liner and a 22mm + 5 head.